Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos cpu was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with this event.